Manufacturer narrative:
Intuitive surgical sterile reprocessing supervisor visited the account to investigate the root cause of the 5 mm instrument shaft damage. Isi sterile reprocessing supervisor concluded that the shaft damage was most likely caused by instrument collisions during surgery. He also suggested using the 8 mm grasper instruments and advised the customer to avoid instrument collisions. Ther have been no reported recurrence of shaft damages with grasper instruments at this hospital since the isi sterile reprocessing supervisor visited the hospital. The intuitive instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The instrument has not been returned for evaluation. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the shaft damage if to recur could cause or contribute to an adverse event.

Event description:
The materials manager reported damage on the shaft of several 5 mm grasper instruments. No patient harm, adverse outcome or injury was reported.